Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The (B)(4) stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 2.50mm x 15mm maverick²¿ balloon catheter was advanced to pre-dilate the lesion. However, during first inflation, the balloon ruptured. The device was completely removed from the patient's body. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. Returned product consisted of a maverick balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There were numerous hypotube kinks. Microscopic inspection revealed a longitudinal tear in the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 2.50mm x 15mm maverick²¿ balloon catheter was advanced to pre-dilate the lesion. However, during first inflation, the balloon ruptured. The device was completely removed from the patient's body. No patient complications were reported and the patient's status was stable.